Event description:
Mayfield head holder on the patient. The head holder slipped, causing a laceration to the scalp. Scalp was stapled. Mayfield equipment inspected by service rep and found that the swivel lock was too loose.